Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter potentially became perforated. An intravascular ultrasound (ivus) imaging procedure was being performed. An opticross¿ imaging catheter was selected for use; however, during the procedure, the ultrasound head in the transducer possibly perforated the catheter 20mm distal from the tip. The ultrasound head in the transducer was noted to be at the level of the "side flush vent¿. The procedure was completed without ivus. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system, in order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed, the rotator and imaging core assembly was pulled out from hub. Broken drive shaft and ic windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was further reported that the lesion was located in the ostium with 70% luminal narrowing. After the ivus catheter was prepared, there was difficulty advancing over the guide wire and no image appeared. The ivus catheter was pulled out of the guide catheter and the procedure ended without ivus.